Event description:
The manufacturer received the device with no complaint.

Manufacturer narrative:
Results: final device analysis revealed no anomalies found for the neurostimulator. Foreign material was found in the connector port. The insulation coating, connector block and titanium can were scratched. Final device analysis revealed no anomalies found for extension. The continuity was acceptable. The distal and proximal ends were intact and undamaged. The outer insulation was intact. Final device analysis revealed no anomalies found for extension. The continuity was acceptable. The distal and proximal ends were intact and undamaged. The outer insulation was intact. Final device analysis revealed no anomalies found for extension. The continuity was acceptable. The distal and proximal ends were intact and undamaged. The outer insulation was intact. Final device analysis revealed a reliability non-conformance for lead. All the multiple conductors were broke 10.3 cm from the distal end. The distal and proximal ends were intact and undamaged. The outer insulation was intact.